Manufacturer narrative:
Method: visual inspection. Results: the instructions for use for the solis cage indicate that the cage should not be impacted because impaction may lead to breakage of the cage. The plausible root cause of the reported event is a misuse - excessive impaction force during cage insertion. Conclusion: the solis cervical cage size h 5 mm l 12 mm was confirmed to be fractured upon visual inspection. A delay of 30 minutes (s1) was reported. No new harm/hazard has been identified. No issues were identified in the manufacturing records for the associated lot that may have contributed to the reported event.

Event description:
It was reported that neuro surgeon was using the soils as cages for a 2 level acdf case when the second cage broke upon impaction of the cage into the disc space. The surgeon removed what he could of the cage and left some of the cage in the disc space.

Event description:
It was reported that neuro surgeon was using the soils as cages for a 2 level acdf case when the second cage broke upon impaction of the cage into the disc space. The surgeon removed what he could of the cage and left some of the cage in the disc space.